Event description:
Patient was implanted with prodisc lumbar on (B)(6) 2012. It is reported that patient was experiencing post-operative anterior thigh pain three months after the implant. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A product development event evaluation was conducted and it indicates that the current occurrence rate for patient pain is not associated with other listed failure modes (i.e. Migration, inlay expulsion, fractures, etc). Current controls remain appropriate, no further mitigations necessary. Although pain is a difficult parameter to define and characterize with respect to surgical treatment modality, the mention of facet loading, altered biomechanics, and treatment of symptoms may contribute to post-surgical pain following disc replacement. It should be noted that the reported occurrence of device related pain includes some level of pain, but does not specify the amount of pain. Typically the amount of pain did not require reoperation, as there was only one device removal adverse event that was device related for both charite and prodisc-l respectively. Anterior thigh pain is an inherent risk with both fusion and non-fusion devices. Lower extremity pain is currently listed in the summary of safety and effectiveness for the prodisc-l device, and the overall rate of occurrence reported are consistent with the clinical history to date. Based on the limited information provide, it is not possible to determine the exact root cause for the anterior thigh pain. The complaint is deemed indeterminate. (B)(4)